Event description:
It was reported that during an unknown procedure, it ignited while in use. There was flame present. Case completed by switching the tip. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. What was the procedure date for this event?

Manufacturer narrative:
(B)(4). Date sent: 1/24/2022. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 1721194-2022-00002. Moving forward all additional information will be filed under 1721194-2022-00001.